Manufacturer narrative:
Of the 3 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the one touch ping model pump experienced a temp - moisture w/damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 18-57 years of age and between 105 and 141 pounds. Of the reported patients, 3 were female.